Manufacturer narrative:
H.6. Investigation: this complaint was initiated as a request to support for r-files interpretation as customer suspect an instrument contamination. It was related to bd cor gx instrument catalog number 443990 crg0023 request support for r-files interpretation as customer suspect an instrument contamination. Cor gx instrument release DHR qc review confirmed that this instrument was built to pilot configuration. No instrument build level anomaly was observed. As per cor gx design/application fmea review risk associated with this failure mode is low. This failure mode does not meet definition of harm or hazard. Historical complaint data did not indicate any trend associated with this complaint in the monthly chart. This complaint/failure mode is within statistical control. Root cause: n/a. Instrument was performing/operating within specifications. Possible contamination related to customer workflow. Complaint resolution: not applicable. Instrument was performing within specifications. H3 other text : see h.10.

Event description:
It was reported that while using bd cor gx instrument contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " contamination suspicion from customer".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.(B)(6).

Event description:
It was reported that while using bd cor gx instrument contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " contamination suspicion from customer"